Event description:
Alleged the bed has no functions working and the bed is stuck in the down position.

Manufacturer narrative:
The facilities engineer replaced the shorted power control module to repair the bed.